Manufacturer narrative:
Device discarded by customer. The impella cp optical pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) years old white female patient had impella cp optical pump inserted in the right femoral. The oscor 14frx25cm introducer kinked upon insertion and displacing a previous placed stent. Intervention was required to retrieve the displaced stent, however, intervention resulted in inadvertent vascular dissection and occlusion of blood flow to the lower leg. Further intervention was needed to repair the dissection and restore partial flow to the leg with a 16fr gore sheath and two (2) units of packed red blood cells (prbcs). The patient received multiple angioplasty attempts along with viabahn stenting to both extremities on the prior day.